Event description:
Information was received indicating that the smiths medical cadd solis vip pump was under infusing at 18.0psi. No adverse effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. The device's delivery accuracy was running at three different tests, all of the test were found to be in factory specifications for accuracy. No faults found with the pump. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.